Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) had erythema and warmth noted on the left chest at a follow-up appointment. The patient was treated with augmentin for 10 days for possible cellulitis. The suspected cause of the clinical observation was the device implant procedure. The clinical observation was resolved with medication. No further complications were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.